Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure there were unspecified device performance issues. There was no patient involvement and the subsequent procedure was successful.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure there were device performance issues as the device was hard to deflate. The procedure was successful and the patient did not experience any adverse events.

Manufacturer narrative:
B5, d4, h2, h6, h10 updated.